Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2019. The original surgery is dated (B)(6) 2017. The reason for revision is impingement. During the revision, the cup was explanted and replaced with a competitor cup, the femoral head was also revised and exchanged.